Event description:
On (B)(4) 2014, it was reported that during a da vinci surgical procedure, it was noted that the wire movement on the fenestrated bipolar forceps instrument was strange. The surgeon felt the wire was stiff or loose. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned on (B)(4) 2014 and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the clevis. Failure analysis investigation also found the instrument's distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.